Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 409 mg/dl. The customer decline to trouble shoot for high blood glucose levels. The customer mentions settings are not applying. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The device was programmed with test glucose meter. The device communicated properly and recorded the 132 mg/dl value properly from glucose meter. The insulin pump was tested with no settings anomaly noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.